Manufacturer narrative:
Gbo complaint no: (B)(4). No samples or pictures were received. We have no further inventory of the material/batch. We have no further complaints on this material/batch. According to the investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. In addition, during final checking, which includes functional tests, no irregularities were observed. The complaint cannot be confirmed.

Event description:
Customer states that the needle disengaged from the holder during blood collection when a tube was popped onto the holder.